Manufacturer narrative:
MDR reportability determined during re-evaluation of complaints under class 1 recall for bacterial and fungal contaminants (FDA recall number: z-1730-2025).

Event description:
Customer reported 6 jugs with "mold". No patient use.